Event description:
The device was smoking in the base and the base is burnt. No injury reported. No injury reported not provided when last cleaned and what device is cleaned with. Requested return of suspect base and replacement was sent.